Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a female patient underwent right hip revision due to corrosion, chronic osteomyelitis, benign fibrous synovial tissue with mild chronic inflammation and fibroids, metallosis, grinding, popping and clicking, impairment and disfigurement.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Review of the device history record reports show no deviations or anomalies were noted in the manufacturing process for these lots. The reported devices are used for treatment. Review of the complaint history identified no previous complaints for the part lot combination. It was confirmed that the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. With the information provided, a definitive root cause for the reported deficiencies cannot be determined